Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced scan errors when attempting to connect a freestyle libre 3 plus continuous glucose monitor (cgm) sensor to the ilet, despite step-by-step guidance and the user was guided to complete a phone restart. No adverse clinical symptoms reported. Outcomes included no impact on health or hospitalization. User support included remote troubleshooting and user education, including guidance to reboot the phone and retry the connection. Investigation of this case revealed a connectivity failure during sensor scanning with the external cgm interface, consistent with a user interface or pairing process issue. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental factors affecting connectivity.